Manufacturer narrative:
The insertion device and broken piece from the inner shaft of the device was evaluated. The findings are that the distal tip of the inserter can break off inside the channel of the suture anchor after implanting and rotation of the torque limiter on the handle of the device. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file.

Event description:
During a bankart repair using the bioraptor, knotless suture anchor the tip of the inserter broke off in the anchor. The doctor was able to retrieve the broken tip. As the surgeon was tightening this anchor it felt as though it was fighting him, the insertion knob was trying to spring back. No patient injury or other complications were reported.